Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient was experiencing a skin irritation under the front therapy electrode. The area was described as an irritation that is 2.5 in by 2.5 in. The patient's visiting nurse recommended tegaderm transparent film to treat the irritation. As multiple attempts to reach the patient were unsuccessful, the final medical outcome of the irritation is unknown.